Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) /2026. On (B)(6) 2026, it was reported that the patient stated that his cgm ¿stopped working¿ at some point while he was sleeping and he had a hypoglycemic event. The patient stated that he was ¿in and out¿ during the event and was having difficulty remembering things from the event. He was also dizzy and had diarrhea. Emergency medical services (ems) was called but he does not recall who called them. He does remember waking up at the hospital, however, he does not recall any bg meter, cgm values or treatment details from the event. At some point, the patient saw a ¿replace sensor now¿ message on his cgm, but it was not clear when during the event timeline this occurred. The patient was discharged from the emergency room (ER) after being there for a ¿few hours¿. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.